Event description:
Revision surgery - the surgeon thought the joint may be infected; it was not. He performed a simple head/sleeve exchange due to fluid in the pocket. It was possibly due to residue metallosis from the metal on metal hip.

Manufacturer narrative:
The reason for this revision surgery was to address instability after 47 days of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this product: one due to infection, one due to pain, and two for stability/poor joint issues. This is the first complaint for this lot number. The root cause for the instability was most likely due to fluid in the joint . There was no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.